Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer, however, an on site visit will be required. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's displays were illuminated, however, the settings would change independently and the c-arm intermittently would reboot. No patient injury was reported.